Event description:
Caller alleging discrepancies with one pt, one meter and one lot. On (B)(6) 2013 - inratio 2.9; lab 5.3. On (B)(6) 2013 - inratio 4.9; lab 6.3. Testing performed within one hour. Therapeutic range unk. Caller did not provide lot number.

Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. Corrective action not required at this time, as no product deficiency was established.